Manufacturer narrative:
Investigation results: summary: customer returned (1) loose 1/2 cc, 8 mm syringe. Customer states that fm is on the needle tip. The returned syringe was examined and exhibited a translucent strand of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene mixed with silicone from the cannula. Device history record review ¿ a review of the device history record was completed for batch# 6270527. All inspections and challenges were performed per the applicable operations qc specifications. Sample will be forwarded to manufacturing ((B)(4)) on for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. This fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found its way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.

Event description:
It was by reported there was foreign matter found on the needle tip of a bd lord's ¿ syringe prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6270527. A review of the device history record was completed for batch# 6270527. All inspections and challenges were performed per the applicable operations qc specifications. Two investigations were performed. First investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that fm is on the needle tip. The returned syringe was examined and exhibited a translucent strand of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of polyethylene mixed with silicone from the cannula. Sample were forwarded to manufacturing (holdrege) on 16feb2018 for further review. On 23feb2018 holdrege received one (1) loose 0.5ml, 8mm syringe from reported batch# 6270527. All samples were decontaminated per hstr-17 prior to being evaluated. Second investigation summary: upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The phenomenon of angel hair occurs on the production floor during transport of components via a pressurized tubing system, called pea-shooting. As components/syringes are moved along this system, small filaments, such as was noted attached to the received sample, are generated in the process. These filaments can sometimes make their way into the finished product without detection and then on to the consumer. Bd was able to duplicate or confirm the customer¿s indicated failure. Continuous improvement projects within the manufacturing plant continue to evaluate possible improvements/upgrades to this transport system. No additional actions at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.